Event description:
It was reported that the device may have reached the recommended replacement time [rrt] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion. (B)(4) we did receive performance data collected from the device and have analyzed the data. The recommended replacement time (rrt) in save to disk on (B)(6) 2012 device was at rrt at less than or equal to 2.62 volt. The daily battery voltage trend data shows a minimum battery of 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012.